Event description:
A malfunction alarm, identified as malfunction 9, was reported by the customer, but there was no adverse impact on the customer's blood glucose level, as it did not exceed dangerous limits. Customer support provided information on resetting the pump, assisted the customer with the reset process, and ensured that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer understood.